Event description:
A tear was found on the catheter 1 day after placement. Blood leaked from the tear.

Manufacturer narrative:
The product has been returned to the MFR and is currently being evaluated.